Manufacturer narrative:
The customer found a bad contact in the memory modules, a defective contact between the hard drive and the motherboard, and repaired the system.

Event description:
The customer reported that the system will not boot up. No pt injury was reported.